Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were used. The wds was deployed into the laa, and the physician noted a pericardial effusion via transesophageal echocardiography (tee). The closure device was then recaptured and deployed in a better position. The tug test was performed, and position, anchor, size and seal (pass) criteria were met. Pericardiocentesis was performed and care protocols were performed to stabilize the effusion. The closure device was then released, and the pericardial sac was continuously drained until the patient stabilized. The physician then prepped a surgery suite to remove a clot in the pericardial sac. The physician suspected that during the trans-septal crossing the left atrium had likely been punctured by the crossing catheter. There were no further patient complications.